Event description:
It was reported that a tandem charging cable was damaged and the charging supplies were no longer functional. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the damaged charging supplies to be shipped within two days.